Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported a right side "rupture" and "irregular contours." Device remains implanted.

Manufacturer narrative:
Photographic device evaluation: visual analysis of the photographs identified, broken device. And no wrinkling was observed. Through the photos provided, it is not possible to determine, the lot number and catalog. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis. It is not possible to determine, the most likely failure mode.

Event description:
Patient reported, the device has been explanted.